Manufacturer narrative:
MDR report for the first needle is submitted under MFR # 9616793-2017-00099.

Event description:
Prior to a cryoablation procedure, six iceforce 2.1 cx 90°needles and system tested fine with no issues to report. About two minutes into the first freeze cycle the doctor noticed the shafts of two of the needles started to collect frost. The patient's skin was covered with saline and gauze to prevent any injury. The procedure was completed as expected with no injury to the patient. The user is experienced with galil cryoablation. There were no issues with the ablation zone or the iceball size.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. Visual inspection showed that the needle shaft was received bent at the handle. Therefore, the needle could not be disassembled and inspected. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The exact root cause could not be determined. The two possible root causes are vacuum sleeve thermal insulation loss or vacuum insulation loss due to the bend in the shaft. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. The treatment was completed with no injury to the patient as the physician used saline and gauze to protect the patient's skin.